Event description:
Gyrus acmi halo pks cutting forceps would not function. Generator read "handpiece stuck". This was replaced with a subsequent "like" device which functioned without incident. Diagnosis or reason for use: right lso. Event reappeared after reintroduction: yes.